Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19546505. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief since implant. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively, and the explant devices were not returned as they were discarded by the medial facility.